Event description:
New information received states lead fracture was noted at explant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of non-sustained oversensing due to noise was noted on the right ventricular lead. Patient will be brought in for further assessment. The lead will be closely monitored.

Manufacturer narrative:
A partial lead with the distal tip measuring 48.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received noted that the device was explanted for the ongoing right ventricular over sensing due to noise. The patient was stable before, during and after the procedure.